Manufacturer narrative:
This report is for an unknown trochanteric entry nail (lfna)/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: polat, g. Et al. (2018), a comparison of external fixation and locked intramedullary nailing in the treatment of femoral diaphysis fractures from gunshot injuries, european journal of trauma emergency surgery, vol. 44, pages 451-455 (germany). The purpose of this study was to evaluate the safety and complication rates of the treatment of gunshot induced femur diaphysis fractures with locked intramedullary nailing as compared to external fixation. Between 2003 and 2014, a total of 24 femurs were treated with a trochanteric entry nail ((B)(4)). The mean age of the patients was 37.3 ± 7.4 years with a mean follow-up of 74.1 ± 13.9 months. The following complications were reported as follows: 2 patients had deep infections and were treated with the removal of the im nail and the application of an antibiotic impregnated cement rod with external fixation. 4 patients had delayed union. 1 patient had nonunion. 2 patients had angular complications. This report is for a trochanteric entry nail ((B)(4)). A copy of the literature article is being submitted with this medwatch. This is report 1 of 1 for complaint (B)(4).